Event description:
During a laparoscopic hernia repair, it was reported the balloon burst after 23 pumps. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary inadvertantly left off of follow up report #1. Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the balloon had burst, making the instrument non functional. The instrument was received with a burst balloon and the balloon was observed to be in one piece. There were 2 spiralling tears, which ran the length of the balloon. The point of propagation could not be determined. No conclusion could be reached as to what may have caused the balloon to burst "after 23 pumps" during surgery. Each instrument is evaluated during the assembly process to ensure that it functions properly.